Event description:
It was reported that during a cross ligament reconstruction surgery, when screw was twisted in, it broke. No patient injury reported.

Manufacturer narrative:
One 7x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 4mm of the distal end of the screw has broken off and was not returned for examination. The screws major diameter and wall thickness was measured and found to meet print specification. This investigation could not identify any evidence of product contribution to the reported complaint.